Event description:
Customer stated that during testing the device operated automatically without user activation. There was no pt involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
Internal components were evaluated which revealed the presence of corrosion on the motor and the rotor.